Event description:
On (B)(6) 2015, the reporter contacted animas stating there was moisture and corrosion behind the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the returned battery cap was used for testing. Moisture was found inside the pump. The pump was found to be leaking during a leak test due to a crack found in between the display lens and the case seal. The pump case was opened and moisture was found on the oled and on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.